Manufacturer narrative:
The axium prime coil will not be returned for analysis as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a cerebral aneurysm, a loop if the implant coil protruded into the parent vessel. Prior to the event, the physician delivered a non-medtronic microcatheter to the target aneurysm and then a balloon was inflated in the right a2. At that point, the physician started to advance the coils into the aneurysm. Three coils from different manufacturers and two coils from medtronic were successfully implanted in the aneurysm; however, the microcatheter kicked back from the aneurysm as the last implant coil (medtronic) was almost completely inserted in the aneurysm with approximately 5mm left to go. Due to the catheter kicking back, the reported event occurred (part of coil looped in parent vessel). A few minutes later, angiography was taken, and the physician confirmed that there was no thrombosis. The procedure was completed without need for intervention. There were no reports of patient injury in association with this event.